Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. A transient low flow alarm was captured on (B)(6) 2023. It was noted that pulsatility index (pi) was elevated from the patient¿s baseline at the time of the low flow event; however, a specific cause for the transient low flow alarm could not be conclusively determined through this evaluation. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document adverse events that may be associated with the use of the heartmate 3 lvas, including hemolysis and cardiac arrhythmia. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 ¿introduction¿ of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with urinary tract infection (uti), elevated liver function tests (lfts), elevated lactate dehydrogenase (ldh), leukocytosis, and multiple implantable cardioverter defibrillator (ICD) shocks. The patient was being worked up with more labs. Log files were submitted, and it captured persistent pulsatility index (pi) events with 1 sustained low flow alarm on (B)(6) 2023.